Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated for the malfunction code soft cannula found crimped upon removal from infusion site. The lot 6001426 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for lot 6001426 were previously tested in 1846940 on 19/mar/2024. Test results: visual test on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to work instruction (wi) version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing of quick set. The lot 6001426 was manufactured according to the wi version 75 and packaging in the multivac 12, on 27/may/2023, with a total of (B)(4) units. Assembly of quick set: the lot 3e04095 was manufactured according to the wi version 26 assembled in the quickset line, on 25/may/2023, with a total of (B)(4) units. The lot 3e04513 was manufactured according to the wi version 26 assembled in the quickset line, on 25/may/2023, with a total of (B)(4) units. Welding of quick set the lot 3e01125 was manufactured according to the wi version 36 in the welding of quick set machine us05, on 24/may/2023, with a total of (B)(4) units. The lot 3e01126 was manufactured according to the wi version 36 in the welding of quick set machine us06, on 24/may/2023, with a total of (B)(4) units. The lot 3e04699 was manufactured according to the wi version 36 in the welding of quick set machine us06, on 25/may/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 01/apr/2025 against malfunction code soft cannula found crimped upon removal from infusion site and lot 6001426 and no other complaint has been registered in database for the same lot 6001426 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production related to the malfunction reported, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: bosnia and herzegovina.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event of crooked cannula on (B)(6) 2025. No further information available.